Event description:
The customer contacted stryker to report delay in the delivery of the shock during intervention on a patient. In this state the device may not be able to provide defibrillation therapy if it were needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed clinical review of the reported event and based on the current information present, it is unknown if the device use contributed to the patient outcome. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. New clinical review was performed since the device electronic records were available for review. The keylogs and pco files indicated that a total of 9 shocks were delivered during the reported event. The longest delay between shock button press and delivery of defibrillation energy was 6 seconds. As such, the reported issue was verified. It was determined that the device was in sync mode at the time of the reported event. The lp15 operating instructions (oi) states that when in sync mode the user must press and hold the shock button on the defibrillator until the energy delivered message appears. The device keylogs showed repetitive shock button presses rather than the shock button being pressed and held as instructed in the oi. The root cause of the reported issue was determined to be due to user error. The clinical review concluded that the device did not contribute to the reported adverse event.

Event description:
The customer contacted stryker to report delay in the delivery of the shock during intervention on a patient. In this state the device may not be able to provide defibrillation therapy if it were needed. The patient associated with the reported event did not survive.